Event description:
Healthcare professional states that during a paracentesis procedure, the container lost vacuum after it was about 3/4 full. Upon removing the needle of the set to use with another bottle, the needle splashed the pt's body fluid into hcp's eyes and nose. Healthcare reported that the radiologist had manually added the remainder of fluid to the container prior to switching to the other bottle and reported that the radiologist indicated that he felt pressure from the bottle in question upon pushing the fluid in.